Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21095727. Medical device expiration date: 13-sep-2024. Device manufacture date: 13-sep-2021. Medical device lot #: 21095723. Medical device expiration date: 13-sep-2024. Device manufacture date: 09-sep-2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a mz5301 sample was not available for investigation; however, the customer indicated the complaint samples were from lots 21095727 and 21095723. The feedback provided by the customer indicates the male luer of the extension set is difficult to disconnect from an unknown catheter; furthermore the customer indicates a change in design of the male luer. As part of the investigation the customer provided a photograph of the complaint sample, analysis of this photograph does indicate the design of the male luer of the mz5301 is different in comparison to an older product model; however, a visual inspection did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience.

Event description:
It was reported that the bd maxzero¿ extension set experienced connection issue with leakage. The following information was provided by the initial reporter: luer lock connector gets stuck on the cvk. Need instrument to disconnect mz5301. Customer sees a difference from older products and experiences difference for the worse.